Event description:
Reported as "leak on access port".

Manufacturer narrative:
Strain relief. The product associated with this report will not be returned for analysis. The explanted device was discarded after surgery. Therefore, no analysis or testing can been done. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."